Manufacturer narrative:
(B)(4). Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The root cause of this event cannot be conclusively determined; however, there has been no allegation of any device malfunction or deficiency. Host tissue growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is required based on this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a mitral annuloplasty ring, implanted for three (3) years and three (3) months, was explanted due to stenosis and insufficiency secondary to host tissue growth through the opening of the valve. The device was explanted and the patient's mitral valve was replaced with an edwards bioprosthetic valve. Intraoperative echocardiogram revealed that the valve was in good position with no pvl. Patient tolerated procedure well and was discharged to cv-ICU in stable condition. She experienced post-op atrial fibrillation and was treated with medications and then cardioversion on pod #5. She was discharged in good condition on rehab on pod #8.